Event description:
It was reported that during a lap appendectomy after the initial firing of a white reload. The cartridge tray remained in the stapler carriage after white cartridge was removed. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 777c73. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with two reloads present. The reload (b) was received fully fired, with the pan detached from the reload. The reload (c) was received unfired. In addition, the firing trigger spring was returned inside of a plastic bag. Upon visual inspection, the reload pan was found lodged inside the channel. The pan was removed from the channel. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 777c73, and no non-conformances were identified.